Event description:
There was a report of an occurence of a leak at the heat exchanger of a fluid warming infusion set. No patient injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: reported issue could not be confirmed. Unable to duplicate reported failure; root cause of failure could not be established. Unit serviced, tested, and quality-audited, undergoing full calibration along with functional and electrical testing.